Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this programmer was performed. It was noted that parts of the internal circuitry had a fractured solder, was cracked, smashed and shorted out. However, no error code was displayed during testing. All affected components were replaced. The programmer passed all incoming tests. Laboratory analysis was not able to confirm reported allegation. The manufacture date for this product december 12, 2005.

Event description:
Boston scientific received information that this programmer was going on fritz and displayed black screen with error code. The programmer will be returned. There was no patient involvement reported.